Event description:
The customer reported that they observed false positive reactions in the mts gel cards while performing qc testing on the ortho provue analyzer. No erroneous results were reported. It was determined that an incorrect wash solution was used. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
A possible root cause was determined. The connections from the wash solution a and b were switched, resulting in contamination and possibly the false positive results. The customer connected the lines appropriately to return the instrument to expected operation. Incident occurred as a user error. Instrument malfunction was not identified. The customer has not logged any complaints against this instrument since this incident. Incident is isolated. (B) (4).